Event description:
The report stated that the jaws of the ligasure impact handpiece locked shut on the second application. The jaws were open enough that the device was easily pulled from the pt tissue without causing any injury.

Manufacturer narrative:
Date of initial report: december 21, 2007. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.